Event description:
The device was implanted on 5/19/94. On 10/4/96, the facility nurse contacted the MFR and reported that the pt came in for therapy and complained of pain during infusion of saline and heparin. The facility nurse suggested a chest x-ray which confirmed a broken device catheter. The catheter segment, approx 3-1/2" long, was lodged in the pt's heart. The device was then scheduled for explant on 10/4/96, and another procedure was required to remove the device catheter segment lodged in the pt's pulomonary artery.